Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer suspected the cause of the occlusion to be due to the cartridge as the customer had heard a crack noise during the fill process. Customer¿s blood glucose level was above 198-199 mg/dl. A cartridge change was performed resolving the issue.